Event description:
Information received indicates that pump will not power up.

Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the specification. New pcb was replaced to solve the issue.